Event description:
It was reported that during a CT scan of a sedated patient, the operator heard a noise followed by two of the gantry covers and a cooling fan being ejected from the gantry. The exam was stopped and the patient was moved to another scanner. There were no reported injuries.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the us and therefore this information is not provided due to country privacy laws.